Event description:
Customer stated, "wires are exposed where they come out of the pad." The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found exposed harness wires at the butterfly. The wires still had the insulating coating and therefore would not have the opportunity to spark. The investigator determined that the issue was due to the customer twisting the cord during use. The investigator also determined that the customer was misusing the pad by folding and laying on the pad during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds."